Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. On (B)(6) 2010, an align device was implanted into the patient. The patient experienced pain, recurrent infection, dyspareunia, nerve pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems, nerve damage to both legs, and vaginal scarring. It was reported that the patient underwent retropubic removal of sling on (B)(6) 2010 due to nerve entrapment, dyspareunia, groin pain, and thigh pain. It was reported that the patient underwent aggressive transvaginal and retropubic removal of align sling on (B)(6) 2011 due to groin pain, thigh pain, vaginal pain, bleeding, discharge, dyspareunia, and bilateral nerve damage. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence and vaginal discharge. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with essure sterilization.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. It was reported that the patient underwent a partial removal of the left side of the sling on (B)(6) 2010 due to nerve entrapment, dyspareunia and groin/ thigh pain. The patient underwent removal of mesh on (B)(6) 2010 and (B)(6) 2011 due to continual nerve entrapment with pain. (B)(4).